Event description:
It was reported that the patient spinal cord stimulator (scs) was ineffective for some time and implantable pulse generator (ipg) was taking longer to charge. The patient underwent ipg replacement and was doing well postoperatively. Facility kept explanted device.